Event description:
It was reported that the device triggered elective replacement indicator (eri) but no battery measurements were available. Upon review by tech services, the missing battery voltage and impedance measurements were due to the sensitivity value being unrecognized by the device upon switching from aai mode to vvi mode. It was recommended that the device be changed out as it truly was at eri. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received and analyzed. Elective replacement indicator was triggered on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device triggered elective replacement indicator (eri) but no battery measurements were available. Upon review by tech services, the missing battery voltage and impedance measurements were due to the sensitivity value being unrecognized by the device upon switching from aai mode to vvi mode. It was recommended that the device be changed out as it truly was at eri. No patient complications were noted as a result of this event.